Manufacturer narrative:
As of (B)(6) 2019, the customer has not yet made the device available for evaluation. Dornier medtech america, inc. (Importer) is submitting the report on behalf of dornier medtech systems gmbh (manufacturer) per exemption e2012002. Follow up #1 (B)(6) 2019: a service report completed and dated on (B)(6) 2019 by a dmta dmta district service manager indicated that the device was in compliance with dornier specifications. A hematoma is listed as a potential adverse effect and complication in the compact delta ii operating manual. The details concerning the patient outcome were not made know. No fault with the device as manufactured. Device was found to be functioning within dornier specifications. Dmta requested access to the system for a check initial after notification, however the customer did not provide dmta service access to the machine until (B)(6) 2019. Updated sections b6, d10, f13, h6 and h10.

Event description:
Patient hematoma reported.

Manufacturer narrative:
As of 07/26/19, the customer has not yet made the device available for evaluation. Dornier medtech america, inc. (Importer) is submitting the report on behalf of dornier medtech systems gmbh (manufacturer) per exemption e2012002.

Event description:
Patient hematoma reported.